Manufacturer narrative:
The device will not be returned to the manufacturer for analysis because it has been discarded by the customer. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 2648988-2018-00013.

Event description:
It was reported via medwatch with uf/importer report # (B)(4) that on (B)(6) 2018, an ins9020sp1 limitorr volume evd 20ml drain setup was found to be broken at the connection site with no obvious cause noted. There was no patient injury reported and the evd setup was replaced.

Manufacturer narrative:
Customer verified that there was no csf leak due the reported product problem. The product was not returned for evaluation. The device history record (DHR) review for lot 1172935 did not reveal anything that could cause the reported condition. Occlusion and leak tests were performed and all units passed the test. The failure analysis is not possible; the customer reported that the unit was discarded. No pictures were provided, although mentioned in the event description. Given that complaint unit was not returned for evaluation, the reported condition could not be confirmed and no further analysis is possible.